Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, a preventative maintenance (pm) was completed a few days prior to this issue. Due to construction occurring in the building where the device was located, the biomedical engineer checked the incoming gas pressures and found them to be steady at 50 pounds per square inch (psi).

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) reading on the central control monitor (ccm) would not remain stable. It was set at 0.72 but after 30 minutes the reading was 0.53. After a third calibration, the fio2 remained stable. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.